Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide the following information in regards to the (B)(6) woman with right carcinoma who underwent a right total thyroid lobectomy and left partial lobectomy? What was the product code and lot number of surgicel? What was the intended use of the surgicel? How much surgicel was used during the procedure? How much surgicel product was left in place? What is the date of the initial procedure? Were there any concurrent products used during the initial procedure? What is the patient¿s current status?

Event description:
It was reported in the literature article that the patient underwent a right total thyroid lobectomy and left partial lobectomy procedure on unknown date and unknown absorbable hemostat was used. Sonographic examinations were performed twenty three, twenty four, twenty nine and thirty four months following the procedure and an elongated hypoechoic mass was located in the region of the right thyroid bed. It had uniform fine punctiform internal echoes within. No blood flow or calcification was found in the ¿lesion¿ on color doppler sonography. Ultrasound-guided fine-needle aspiration of the mass was performed twenty six months after the lobectomy because of a suspicion of recurrent cancer and pathologic results revealed the presence of absorbable hemostat. Additional information has been requested.